Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
After further evaluation, the suspect medical device was changed on (B)(6) 2014 from architect i1000sr analyzer ln 01l86-01 sn (B)(4) manufactured in abbott manufacturing,(B)(4) (USA) to (B)(6) reagents list 06c37-20, unknown lot number, manufactured at abbott, (B)(4). MDR 3002809144-2014-00127 has been submitted and all further information will be documented under that MDR.

Event description:
The customer observed a (B)(6) result for one (B)(6) old male patient (who denied high-risk behavior) on the architect i1000sr analyzer. The following information was provided: in the first screening (pre-chemotherapy (B)(6) 2013) the patient was (B)(6). Chemotherapy treatment started (B)(6) 2013. The patient received multiple transfusions from (B)(6). The screening for (B)(6) was repeated in (B)(6) 2014 as (B)(6). On (B)(6) 2014 a private lab got a result of 9 million copies of (B)(6). No further results or information was provided. There was no impact to patient management reported.